Manufacturer narrative:
Product ID: 3037, serial# unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient stated all was well until recently, when they noticed that they were not feeling the stimulation and their symptoms were returning. The device was check and it showed the device to be off. This occurred on 3 occasions all very close to each other. There was no real pattern to the day or where they had visited. The patient remained happy with the therapy. It was unknown if the issue was due to the programmer or the implantable neurostimulator. The cause of the issue was not determined but the healthcare professional reports that the patient had been abroad recently and slipped down 5 steps. There was a report that the event was not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown, product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via a manufacturer representative (rep) reported that their implantable neurostimulator (ins) unexpectedly turned itself off. Apparently this happened 3 times last month and once again this month. The patient claims they know this and checks the status of the battery as their symptoms return. It was reported that the patient cannot see anything in particular leading to unexplained switching off of the device. The clinician programmer showed no episodes of the device being off and shows usage at 100%. The log was check as far back as (B)(6) 2017 since the device had been switched on. Questioned if the programmer was faulty and not the ins. Interventions included checking the cycling function which was seen as off. Impedances and battery longevity were check to be all okay. The issue was not resolved. No surgical intervention occurred or was planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that in (B)(6) 2018, the patient reported that she was aware that she felt no stimulation, when she checked her icon the stimulation was off. This happened 3 times in (B)(6) and 1 in (B)(6). When the impedance was checked it showed no episodes of sns off since (B)(6) 2017, in fact the usage of sns recorded as 100%. It was unknown if the issue was due to the programmer or ins. The event was reported to be unresolved. No further complications were reported/anticipated.